Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse changed the tubing, the probe and the piercer on the closed tube aliquoter (cta). Fse also performed preventive maintenance (pm) to resolve the issue.

Event description:
The customer reported obtaining false high troponin (tnia2) for ten (10) patients, involving the unicel dxc600i synchron system. The result was not reported out of the lab. The customer repeated the sample on a different instrument and obtained results considered correct by the customer. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.